Manufacturer narrative:
The patient received a "sulkys lens" surgically inserted and has a 0,6-0,7 bcva. According to the surgeon, the patient is very satisfied. A field service technician serviced the system and found no issues with the vacuum. Preventative maintenance testing was performed and all results passed specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Correction: h6 conclusions code 1: 4315.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that during an af phaco procedure, it was difficult to hold the lens pieces during the segment removal. All pieces were consumed and the lens was out. The surgeon discovered a small rupture in the capsule but continued with the procedure. Ovd was injected and the surgeon started to remove the epinucleus and cortex. The surgeon felt there was an issue with the aspiration as he was not able to get a hold of the material. A second surgeon indicated there was no aspiration and they failed to remove the epinucleus and cortex. The reporting surgeon tried the procedure again but during this attempt there was a larger rupture and a prolapase of vitreous. The procedure was changed to an anterior vitrectomy and during the test of the instrument there was no aspiration of liquid. The cassette and tubing were changed without success. The patient was sent to a posterior clinic for vitrectomy and secondary lens implantation.